Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
User facility reported that the product was in use on a patient who had been admitted 10 days prior due to a diagnosis of pneumonia. According to the end user, the pt sustained a barotrauma after the product was used. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.